Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will consult her physician before replace the product. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip (B)(4). Unable to contact the customer via telephone at call backs on 01/15/2018, 01/16/2018 and 01/17/2018. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. The error occurred with multiple test strips. At the time of the call the customer reported symptoms of feeling light headed, thirsty, weak, tired and blurry vision; customer did state that she has eye problems. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018 blood test was performed by the customer fasting and produced test result of 133 mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/29/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.